Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss in stimulation due to their ipg becoming inoperable. Reportedly, the patient stopped charging their ipg as recommended. In turn, the ipg was no longer able to communicate with external devices. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted.